Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.